Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery and hardware low level failure alarm. The blood glucose level of the customer was 79 mg/dl. The customer was able to clear the alarm and rewind the pump. The alarm occurred again while performing self-test. Troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly calibrated and connected with the glucose sensor simulator. Device received with the auto mode feature functioning properly. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the insulin pump history due to broken traces on electrical board keypad assembly.